Manufacturer narrative:
(B)(4). Date of event: publication year of 2004. Medical device: batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: a double-blind, randomized trial comparing ligasure and harmonic scalpel hemorrhoidectomy. Author/s: s. Y. Kwok, f.r.a.c.s., f.r.c.s.(edinb.), c. C. Chung, f.r.c.s.(edinb.),1. K. K. Tsui, m.r.c.s.(edinb.),1 m. K. W. Li, f.r.c.s.(engl.), f.r.c.s.(edinb.)1. Citation: dis colon rectum 2005; 48: 344¿348; doi: 10.1007/s10350-004-0845-z. This double-blind, randomized controlled trial aimed to compare the outcomes of ligasure hemorrhoidectomy and harmonic scalpel hemorrhoidectomy. From february 2002 to november 2003, a total of 49 patients with grade 3 and 4 hemorrhoids admitted for hemorrhoidectomy were selected and randomized into two groups: ligasure hemorrhoidectomy (lsh) (n=24) or harmonic scalpel hemorrhoidectomy (hsh) (n=25: n=13 males n=12 females, median age: 49.4 years, age range: 33-75). The hemorrhoid bundle was dissected off the internal sphincter using the harmonic scalpel (ethicon). Pedicle control was achieved using the same device and wounds were left open. Complaints included postoperative pain (n=13). Dologesic was given as treatment for the patients. Median pain score was reported to be 4.8. Other complications were hemorrhage (n=1), mild rectal bleeding (n=1) and a flatus incontinence (n=1). There were two unscheduled readmissions occurred in the hsh group. One patient had significant postoperative pain, and the other had mild rectal bleeding. No surgical interventions were required. In conclusion, ligasure hemorrhoidectomy is safe and effective. It has a shorter operating time and produces less postoperative pain than harmonic scalpel hemorrhoidectomy.